Event description:
It was reported that the patient presented to the clinic after experiencing a fall. Upon device interrogation, the pacemaker exhibited high impedance and no response to magnet application. The pacemaker was repositioned. The patient remained stable throughout.